Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump) it was reported that no disposable alarm with cadd legacy pump serial number (B)(4) and cadd cassette 100 milliliter with flow stop, no lot number or expiration date available. No further details provided. No patient injury.